Event description:
Customer's family member called to report that customer passed away. The cause of the death was unknown. It was stated that their bgs were low when they found pt and they had already passed away. They lived on their own and no one can be sure what happened. Blood work showed that the customer was taking other medications. They were on the pump at the time of death. The batteries were removed before the device was returned which would invalidate some of the pump histories.